Event description:
The patient was on the bed and under anesthesia. Opened the cryo-207v kit and there was no warming catheter kit in it and case had to be cancelled.

Manufacturer narrative:
Cryo-207-v kit returned to the manufacturer. No urethral warming catheter kit (cryo-77) enclosed in the packaging. Device history records reviewed and no issues noted. Unable to determine possible root cause for missing warming catheter kit.